Event description:
It was reported that an ilet pump became unresponsive after the user played pickleball while sweating, and the device would not power on despite charging and attempting the top button; the user reverted to back-up therapy and a replacement was arranged. Symptoms included hyperglycemia with a reported blood glucose high of 250 mg/dl. Outcomes included transient hyperglycemia managed at home without medical intervention, with the user administering 4 units of subcutaneous insulin by pen and no acute health effects. Investigation included troubleshooting and user education conducted remotely. Investigation of the returned device revealed a sleep/wake button unresponsive and a suspected hardware malfunction of the pump, with no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was hardware failure of the device.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.